Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer's blood glucose level reported. Customer declined follow up from tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.